Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative ordered a new left monitor and interconnect cable. No further service information was provided.

Event description:
The customer reported that the left monitor would not work. No patient injury was reported.